Manufacturer narrative:
Fault number = inverse check (15) line number = 349 file number = 38 insulin pump passed displacement test and self test. Insulin pump error 15 alarm found in the formatted history file. Unable to determine the root cause, problem isolated to pcb2. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarms. The customer's blood glucose level was 135 mg/dl at the time of the incident. The customer reported that the insulin pump restarted by itself. The customer stated that the insulin pump had an unexpected restart. The customer were able to clear the alarms. The customer was able to rewind the insulin pump. The customer reported that the insulin pump was neither stored nor without a battery for > 8 hours. The customer stated that the alarm did not occur immediately after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.